Event description:
A customer contacted global technical services reporting that he had compromised the patient line during dwell, while he was connected, and requested assistance with restarting setup on the homechoice (hc) unit. The technical service representative (tsr) assisted the home patient (hp) with ending therapy to restart with new supplies. During a follow up with the hp regarding contaminating the patient line, the hp stated that he had done something that caused the line to be contaminated, but did not remember exactly what he had done. The hp verified that the issue was resolved and he had discussed it his nurse who went over the appropriate procedure with him. The hp confirmed that there were no defects on the supplies. The hp stated that hp did not have any injury or harm as a result of this incident. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a patient contaminating the patient line. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.